Event description:
It was reported, that the light source had a black screen when connecting to a series 290 device. The issue was found during reprocessing for an unspecified procedure. There were no reports of delay, patient harm and the patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the screen blacked out occasionally due to a defective/damaged scope socket. Additionally, the image was noisy due to a defective printed circuit board and the septum of the rear panel was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a defective scope socket led to the malfunction resulting in the screen blackout issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during a diagnostic gastroenteroscopy procedure, which was completed using a similar device.